Event description:
It was reported that impedance testing of the patient¿s implantable neurostimulator (ins) system found impedances of >4000 ohms on unipolar electrodes 2 and 3 and bipolar electrode pairs 0-2, 0-3, and 1-3. It was also reported the patient¿s therapeutic impedance was measured as >4000 ohms. The patient ¿had no symptoms associated with the impedances¿ and no cause of the issue had been determined. The patient was to be scheduled to have their entire system replaced as a result of the event, though the date of surgery had not yet been determined as of four days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0320212v, implanted: (B)(6) 2003-06-20, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).